Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); evaluation of the device found evidence of water ingress. The device was not repaired and was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.